Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: the service engineer replaced the liquid crystal display (lcd) display and device was returned tor use. One lcd assembly for the newport ht70 ventilator was received for failure analysis. The reported symptom could not be duplicated. The component was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the ht70 plus ventilator shut down immediate after the initial screen was displayed. An alarm was continuously generated same as the forcible shutdown. The device was rebooted but it shutdown. There was no patient involvement.